Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump was explanted on (B)(6) 2018. The pump was in the company representative's possession and was to be returned to the manufacturer on (B)(4) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that a physician questioned possible malfunction of pump and the pump was replaced. The event occurred during normal use. No patient symptom was reported. Diagnostics/troubleshooting performed was unknown. Environmental/external/patient factors that may have led or contributed to the issue were unknown. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unknown. The patient¿s weight and medical history was indicated as having been requested but were unknown. The hcp requested pump analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. As per the pump¿s logs received with the device, morphine with concentration 25.0 mg/ml was being administered at a dose rate of 5.429 mg/day as of (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.